Event description:
It was reported to st. Jude medical that upon interrogation of the device, a hardware reset message was displayed. It was recommended that the pt be placed on external monitoring and the device be explanted.